Manufacturer narrative:
The device was returned for analysis. The reported difficulty to insert the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide is filed under a separate medwatch report number.

Event description:
It was reported this was a venotomy closure of the right common femoral vein with two proglide devices after a patent foramen ovale interventional procedure using an 8f sheath. Reportedly, no suture was present when the plunger of the first proglide device was removed. The lever was returned to its original position and the foot retracted prior to device removal. An attempt to remove the proglide was done; however, the device remained stuck in the vessel and force was required, the device was removed against resistance. No resistance was noted during advancement of the proglide device into the anatomy. A second proglide device was attempted to close the vessel but the proglide could not be inserted into the anatomy as it was noted that a foot separation had occurred with the first proglide device and the foot piece remained stuck in the vein. A vascular surgeon performed a surgical procedure to retrieve the separated foot piece and to repair the vein (2 hours surgery). Hemostasis was achieved via surgical suturing. A blood transfusion was performed and the patient was hospitalized at the intensive care unit, prolonged hospitalization. The final patient condition is good. No additional information was provided.